Event description:
In (B)(6) 2014, the patient suffered restenosis of the left proximal sfa and was treated with inpact ballooning and a silverhawk directional atherectomy device. Approximately 32 months post index procedure ((B)(6) 2017) the patient suffered in-stent restenosis of the left distal sfa. Approximately 3 months later ((B)(6) 2017) the patient was treated with inpact pacific deb and non-mdt stenting and non-mdt thrombectomy. The patient recovered.